Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 6mm from the balloon proximal tip. The review of the lhr (lot f1315002) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined.

Event description:
It was reported by the aci vascular closure specialist that a (B)(6) year old male patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unk). A pre-procedural angiogram was performed which showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure. The device was removed and a device from another manufacturer (angio-seal) was deployed successfully. Hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.